Event description:
Complainant alleged that during a routine shift check by a clinician, the device becomes disconnected at the power cord extender which results in an inadvertent broken power connection. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the device for eval and this complaint is still under investigation.